Event description:
Patient reported "desperate, distressed and emotionally shaken because discovered that there is a real risk of contracting a very serious disease". Later, patient reported "discomfort in the breast, limited body movement, and an unwanted new surgery." This record is for the left side. Device was explanted.

Manufacturer narrative:
Clarification h6 e2402: captures the report of (restricted movement). A review of the device history record has been completed. No deviations or non-conformances noted. The events of pain and restricted movement are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain & restricted movement.